Manufacturer narrative:
Methods: review of manufacturing/inspection records revealed no discrepencies that would affect form, fit, or function of device. Results: device shows little to no bone ingrowth. Device coupling is broken on the medial side indicating bending in the same direction as a result of inadequate bone support. Conclusion: patient's bone size and bone condition are significant factors that led to the ultimate failure of the device.

Event description:
Notice of revision surgery. Conical boss/coupling on revision femoral that retains the revision stem broke in the medial direction.